Event description:
During a procedure, an attempt was made to use one nc sprinter balloon catheter when deflation difficulties were experienced.  There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion being treated was non-tortuous and located in the left main (lm) coronary artery. The lesion was pre-dilated. The device passed through a previously-deployed stent. There was no resistance encountered when advancing the device. There was no excessive force used during delivery. The balloon was being used for post-dilation when it would not deflate at the lesion site. The balloon and guide catheter were removed from the patient. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.